Event description:
It was reported that when the respiratory therapist (rt) activated the elevated oxygen quick access button, the graphic user interface touchscreen was nonresponsive to touch. The ventilator continued to ventilate the patient. The rt removed the patient from the ventilator and power cycled the ventilator. After the restart, the ventilator was functioning properly, and the patient was placed back on the ventilator for an additional 2 days. There was no harm to the patient and the patient remained stable.

Manufacturer narrative:
Nihon kohden orangemed will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.